Event description:
Health care rep reported customer being hospitalized due to diabetic ketoacidosis. Troubleshooting was not performed due to the sets not being available. Advised the health care representative for the customer parents to call back to perform further troubleshooting and to obtain further information that health care representative was unavailable to provide.